Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in remote fe, the 319 error was found indicating node not present on the usm axes controller carriage (acc) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, fluid intrusion was found on carriage axes controller carriage logic (accl) that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the patient cart controller (pcc) 3, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where 319 was found to be failing on the acc pca. Once testing was completed, the accl pca and rolling loop fiber were tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the fluid intrusion found on the accl pca and rolling loop fiber connectors are the root cause of the reported event.

Event description:
It was reported that after a da vinci-assisted urology surgical procedure, the customer experienced a repeated non-recoverable error 319 on universal surgical manipulator (usm) 4. The customer power cycled the system multiple times, and also performed a hard reboot / emergency power off (epo) on the patient side cart (psc), but the error persisted. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.